Event description:
Caller reported alarm 2 indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, and the cgm did not read ¿high.¿ customer followed the instructions to disconnect from the site, loaded a new cartridge, successfully completed a bolus, and was informed about the impact on iob. A one-time pump replacement was provided to the customer. Reportedly, the customer reverted to an alternate method insulin therapy.